Event description:
It was identified during a periodic review of the programming history database that a system diagnostic showed high impedance. The patient's device was then disabled at the next visit. No known surgical intervention has occurred to date. No other relevant information has been received to date.